Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the lucera elite colonovideoscope had a scope communication error e315. The issue occurred during reprocessing. The intended procedure was completed with another similar device. There were no reports of any delays, injury, or death and the patient was not under anesthesia. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that incompatible scope error message (e315) occurred because water invaded scope connector, therefore abnormality such as short circuit occurred in the scope connector due to the water invasion. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 3 preparation and inspection this section describes the equipment to be prepared before using the product and how to inspect it. 3.1 preparation and inspection flow this section describes the work flow described in this chapter. Before using the product, be sure to perform the preparations and inspections shown below. Also, inspect the related equipment used in combination with this product in accordance with their electronic attachments and instruction manuals. If any abnormality is suspected upon inspection, take action according to "chapter 5. If it is obvious that the endoscope is malfunctioning, do not use it and send it for repair in accordance with " 5.4 when to send the endoscope for repair". Warning: use of an endoscope suspected of malfunctioning may not only prevent it from functioning properly, but may also damage the instrument or injure the patient or surgeon. "Chapter 5: when abnormalities occur this section describes what to do when an abnormality occurs. 5.1 when an abnormality occurs if any abnormality is suspected during the inspection according to "chapter 3 preparation and inspection," do not use the product and take measures according to "5.2 identifying and handling abnormalities. If the endoscope still does not return to normal, send it in for repair according to "5.4 when to send the endoscope in for repair". If an abnormality occurs while using the endoscope, stop using it immediately and carefully pull it out from the patient according to "5.3 pulling out an abnormal endoscope". Warning: never use the endoscope if any abnormality is suspected. Not only will it not function properly, it may injure the patient's body cavity or the surgeon, or damage the instrument." Olympus will continue to monitor field performance for this device.